Manufacturer narrative:
The button error alarmed and no esc and up button response was due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 124mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.